Event description:
During incoming inspection, the distributor rejected this device 0033100 surgical suction instrument, 10fr w/control vent & obturator, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿insufficient heatseal & (sterile) pouch or blister pack¿ was confirmed. Received one of 0033100 in original packaging. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach. Performed a functional inspection, the device was dye leak tested which indicated that the package had an insufficient heat seal. A root cause cannot be determined; however, based upon the manufacturing process review, a possible cause of this event could be operator error. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 28 complaints, regarding 110 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.